Event description:
It was reported the single use extraction balloon tore (burst) inside the bile duct during an endoscopic retrograde cholangiopancreatography procedure. The procedure was completed with a back-up device. There were no reports of patient harm.

Manufacturer narrative:
B3: date of event is unknown. Additional information will be provided if available. The device was not returned to olympus for inspection and therefore, the reported failure could not be confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.